Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed an electrical test fails code #52, electrical test fails # 57, electrical test fails # 61, and electrical test fails # 62 in the iabp log files. All calibration checks and all component and functional tests were completed without issue. The stm ran the performance test without issue, restarted the iabp unit several times and initiated pumping therapy several times in an attempt to duplicate the reported issue but was unable to do so. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during the initial set up and testing of the cs300 intra-aortic balloon pump (iabp), an s2 error was generated. It was later clarified that the reported issue was an "electrical test fails code #52". There was no patient involved; thus, no adverse event reported.